Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized with a blood glucose (BG) level of 40mg/dL; cause was unknown. Customer was treated with dextrose address BG. Customer was discharged the next day, (b)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes.

Manufacturer narrative:
In use at the time of the event: CGM model: G7. Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS 26.1.